Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) had entered backup mode due to watch dog. The lp was successfully restored. The patient was discharged following the device check.